Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient contact. If explanted, give date: not applicable, as there was no patient contact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002, 16.5 diopter intraocular lens (iol) when removed from packaging was defective. There was no patient contact. The suspect product will be returned. Follow-up confirmed that defect was that the haptic bent when they removed the product from the packaging. Customer stated that all seals were intact when they removed the product from packaging. No further information available.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/18/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection to the returned lens using microscope magnification was performed. One lens haptic was observed distorted. There is no issue with the other lens haptic. The lens appears to have been prepared for surgery since some particles and viscoelastic residue were observed. The reported issue of haptic damaged was verified. However, there is no evidence to suggest that the complaint lens was affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.